Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 2 mg/ml at 0.1 mg/day via an implantable pump. Physician reported that the patient was seen in the clinic approximately 2¿3 weeks ago for routine pump refill. At that time, the patient presented with complaints of poorly controlled pain; subsequently, the physician performed a catheter access study, and was unable to aspirate any cerebrospinal fluid (csf), confirming that there was an obstruction in the intrathecal catheter. The patient¿s pumped dosing was decreased to the lowest possible therapeutic rate in preparation for a catheter revision/replacement surgery. No known precipitating factors. Patient was taken to the operating room (or) today for planned catheter revision with prophylactic pump replacement due to elective replacement indicator (eri) 15 months. The physician first started by opening up the existing pump pocket and dissecting down to the existing pump and p roximal pump segment. The old pump was removed from the pocket and placed on the back sterile table. The physician then proceeded to disconnect the proximal segment at the collet connection site and found the spinal segment to be freely dripping csf. At this time, he decided to just replace the proximal segment only. He was given a new 8780 catheter kit but used only the proximal segment portion. There were no changes to the catheter length or volume. Implanted length remains 114.3 cm; volume 0.251 ml. He was given a new 8667¿20 which was connected to the new proximal segment. A catheter port aspiration was done before and after placing the new pump back within the existing pump pocket with positive return of csf. Incisions were irrigated and closed. The patient¿s intrathecal drug concentration and dosing were reduced following the catheter revision in order to prevent any symptoms of overdose/toxicity. Current dosing is as stated above. Previous concentration was dilaudid 5 mg/ml at a simple rate of 0.24 mg/day. Physician declined to return the explanted segment of the catheter for analysis. Exact cause of obstruction was not determined, but physician believes there was a kink within the pump pocket. The issue was resolved at the time of this report.